Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Device information is unknown at this time. Additional information has been requested but not yet received.

Event description:
It was reported that during the patient¿s lead explant and replacement surgery that took place on (B)(6) 2019 (see related manufacture. Ref number : 1627487-2019-07776) there were complications due to anesthesia during the surgery. The patient¿s lung did not properly re-inflate and as a result oxygen saturation levels were low. Therapy has been restored post-op and the patient¿s lead was successfully explanted and replaced. Device information is unknown at this time. Additional information has been requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.